Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis confirmed that the inner conductor coil had a break near is-1 terminal end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. This report was generated as a correction report. No device code was noted on previous emdr. The device code 3189 has been added at this report.

Event description:
It was reported that this right atrial lead was unable to be successfully implanted due to product performance issues. At product investigation a fracture of inner coil near is-1 end was noted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis confirmed that the inner conductor coil had a break near is-1 terminal end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial lead was unable to be successfully implanted due to product performance issues. At product investigation a fracture of inner coil near is-1 end was noted. No additional adverse patient effects were reported.